Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, while cause of damage was described as normal wear and tear and pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place damaged pump in storage mode and return it using prepaid label within 10 days, and advised that customer would need to reenter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.